Event description:
The distributor reported on behalf of the user facility the following incident: icp values fluctuates during the zeroing process of the post craniotomy subdural catheter, it came within a range of 3 to 7 but never could be placed to actual zero. Another post craniotomy subdural catheter was opened, and was able to zero prior to insertion. A standard recommendation for the insertion procedure before placement of the device into the pt is to check to make sure it is zeroed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.